Manufacturer narrative:
Qn#(B)(4).

Event description:
Customer reported that "after the temporary pacemacer catheter (non arrow product) is passed through our green cath gard, the balloon of the catheter got broken. The physician noted a resistance when inserting into open cath guard." It was reported the device was tested before use and not used on the patient. No patient involvement.

Manufacturer narrative:
Qn# (B)(4). The customer returned three photos for evaluation. Visual inspection of the photos revealed one lidstock and two photos of the cath-gard with catheter. The photo of the lidstock displayed a non-arrow catheter. The other photos did not reveal any defects or anomalies on the cath-gard. The customer returned the non-arrow catheter referenced above as well as a psi kit containing a psi catheter, spring wire guide, syringes, and a cath-gard. Visual inspection of the cath-gard did not reveal any defects. The twistlock adapter (distal end of cath-gard) min sleeve inner diameter measured 0.076", which is within specifications of 0.069-0.079" per the twistlock adapter graphic. The small bore touhy-borst adapter (proximal end) inner diameter measured 0.078" , which is within specifications of 0.075-0.085" per the small bore touhy-borst adapter graphic. Cath-gards of this type are designed and manufactured to be used with 4-5fr catheters. The returned 5fr biosensor catheter was inserted through the returned cath-gard per the product IFU. The catheter was able to pass completely through the assembly with little to no difficulty. The green cap of the twistlock adapter was then twisted clockwise to secure the cath-gard to the catheter body. The adapter was able to twist with little to no difficulty. The inserted catheter was pulled on and found to be secure within the twistlock adapter. The twistlock adapter of the cath-gard housing was locked onto the hub of the returned psi sheath. The interaction between the two devices appeared to function as intended. A device history record review was performed and did not reveal any relevant findings. The instructions for use (IFU) provided with this kit instructs the user, "ensure that double twistlock of catheter contamination shield is fully opened. Insert tip of desired catheter through proximal end of catheter contamination shield. Advance catheter through tubing and hub at other end." The complaint of a damaged cath-gard was not able to be confirmed through complaint investigation. The returned cath-gard passed all relevant dimensional and functional testing. A device history record review was performed and did not reveal any relevant findings. Based on the customer report and the sample received , no problem was found on the cath-gard. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Customer reported that "after the temporary pacemacer catheter (non arrow product) is passed through our green cath gard, the balloon of the catheter got broken. The physician noted a resistance when inserting into open cath guard." It was reported the device was tested before use and not used on the patient. No patient involvement.